Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown stem cat#ni lot#ni; unknown m2a magnum taper cat#ni lot#ni; unknown m2a magnum shell cat#ni lot#ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple reports are associated with this event; please see: 0001825034 - 2020 - 03261, 0001825034 - 2020 - 03262.

Event description:
It was reported the patient underwent a primary r tha on unknown date. Subsequently, the patient underwent a revision procedure due to metal related pathology. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: ref us157856 lot 663930 m2a cup. Ref 157450 lot 598640 m2a head . Ref 139254 lot 849220 m2a adapter .ref 103205 lot 695640 taperloc femur.

Event description:
It was reported the patient underwent a primary right total hip arthroplasty. Subsequently, the patient underwent a revision procedure approximately 13 years later due to metal related pathology. All devices were explanted and competitor products were implanted. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A m2a-magnum mod hd sz 50mm, part # 157450 from lot 598640, was returned and evaluated against the complaint. Visual inspection found scratching and dings on the rim of the head. Scratching and scuffing was observed on the outer radius. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: e1, h2; h3; h6 . Reported event was confirmed with medical records provided. Review of the available records identified the following: failed right tha secondary to metal hypersensitivity. Black/grey metallic debris was encountered and was debrided with care taken to limit damage to surrounding muscle and bone. Biomet magnum femoral head was disimpacted with care taken to protect trunnion. Modular head removed but adapter on the trunnion was not able to be removed and taper unable to be broken despite extensive effort in excess of 1 hour. Decision made to remove femur due to inability to remove taper. Metal debris noted adjacent to the cup. Competitor products placed. Noted to have satisfactory motion, stability and restoration. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports are associated with this event; please see: 0001825034 - 2020 - 03261, 0001825034 - 2020 - 03262, 0001825034 - 2020 - 03547.